Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture and capsular contracture was received on april 08, 2025, with lot number 2639260. Based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed, one opening assessed as unidentified (tear) opening) . Shell thickness was within specification. As per the investigation procedure, crease was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported pain, " pull and pinch", capsular contracture - baker grade iii and rupture with silicone bleeding diagnosed via ultrasound. Later healthcare professional reported "breast density: grade ii (fibroglandular tissue 25 - 50 percent, partial evolution) breast structure: homogeneous echo pattern, fibroglandular ducts regular" via ultrasound .device has been explanted and is unknown if it was replaced. This relates to the right side

Event description:
Patient reported right side pain, capsular contracture, baker grade iii and rupture with silicone bleeding. Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and rupture.

Event description:
Patient reported right side pain, capsular contracture, baker grade unknown and rupture with silicone bleeding. Device has been explanted.